Event description:
On 11/04/2021 a customer reached out to hologic regarding a potential false positive result from aptima sars-cov-2 assay runs performed on (B)(6), (B)(6) and (B)(6) on the panther instrument using assay master lot 297267. The customer indicated that the sample was tested with a positive result. The clinician questioned the result and collected a new sample which tested negative. The original sample was re-run and provided a negative result.

Manufacturer narrative:
Technical support (ts) and product applications specialist (pas) review of the logs did not indicate any hardware or reagent preparation issues. The kinetics of the sample curves appeared normal. Ts and pas suggested this could be due to low target sample or mishandling of sample. The original result was provided to the patient and was then amended.